Manufacturer narrative:
The reported event was confirmed manufacturing related. 1sample were confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), drainage bag with inlet tube, sample port connector with catheter attached. Visual inspection of the sample noted foreign material inside of the drainage bag. The photo sample provided shows the foreign material inside the drainage bag. This does not meet specification, which states " product must be clean and free from grease or embedded foreign matter greater than aggregate total of 0.6mm² or 1/16¿ in length in area. A potential root cause for this failure mode could be ¿no follow up to cleaning procedure in the production areas". The device history record review could not be performed without a lot number. The investigation is concluded, and no additional action is required at this time. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that foreign material was found inside of the drain bag.

Event description:
It was reported that foreign material was found inside of the drain bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.